Event description:
Pharmacy notified by anesthesiologist of possible ineffective spinal bupivacaine. Pt prepped by anesthesia for c-section. Use of pencan spinal kit by b braun. At 12:00 anesthesiologist notes spinal bupivacaine 0.75% in dextrose 8.25% 1.6 ml administered at l3-l4. Anesthesiologist notes that "spinal block failed. Epidural catheter placed to facilitate surgery". There were no complications noted with the administration.